Event description:
It was reported that the pump alarming no disposable clamp tubing. Assisted patient to silence alarm and reviewed pump settings. Verified medication and patient appointment this morning to have pump removed. Instructed patient to attempt restart. Confirmed medication delivery with run screen and reservoir volume counting down. No additional information available.